Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000103309.

Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics indicated all high impedances on the right lead. Reprogramming did not resolve the issue. Surgical intervention may be pending to address the issue. The investigation did not determine which lead had high impedances.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.